Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 4max reperfusion catheter. While preparing the 4max catheter for use, it became fractured and was not used. The procedure successfully continued using a new catheter.

Manufacturer narrative:
Result: the catheter was fractured approximately 44.5 cm from the hub. Conclusion: the complaint has been evaluated. The complaint indicated that the penumbra system reperfusion catheter 4max fractured while being inserted into a sheath after flushing. Evaluation of the returned device revealed that the catheter was damaged. The proximal shaft of the catheter was fractured. This type of damage typically occurs if the device is improperly handled during use. If force is applied at an angle while manipulating the catheter, it is likely that damage such as this may occur. This fracture occurred in the middle of the extrusion and not a junction location. These devices are 100% visually inspected for damage during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.